Manufacturer narrative:
During processing of this complaint, attempt was made to obtain patient weight, but it was not received. Corrections: the information submitted in the earlier report has been corrected in this report. (B)(4).

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was not receiving adequate therapy with their scs system. The patient underwent surgery wherein the ipg was explanted and replaced, and therapy was restored post-operatively.